Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b2; b4; b5; d2; d6b; g1; g3; g6; h1; h2; h3; h6. The reported cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a planned two-stage shoulder revision approximately 14 years post-implantation due to glenoid polyethylene wear; the existing prosthesis was explanted and a hemiarthroplasty was implanted. The initial procedure was a total shoulder arthroplasty performed approximately 14 years earlier. Progressive glenoid wear was identified. The legacy implant system was no longer available and was not convertible to a reverse total shoulder construct. Consequently, the surgeon removed all components and implanted a hemiarthroplasty as the first stage. A patient-matched implant was to be considered if symptoms persisted and function was not satisfactory. No immediate further surgical intervention was planned. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): 113630(67168737); 113032(j7894659); 118001(j963710). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product remains implanted in the patient at the time of this report. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a shoulder arthroplasty. Subsequently, the patient was being considered for a patient-matched implant. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d2; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.